Event description:
Livanova deutschland received a report that during procedure there was no gas flow through the s5 gas blender system. Following the procedure, the unit was tested and an error code related to module/sensor defective appeared. There was no patient injury.

Manufacturer narrative:
Livanova deutschland manufactures the s5 gas blender system. The incident occurred in stoke on trent, united kingdom. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H10: a livanova field service representative was dispatched to the facility to investigate the device and could not confirm the reported issue. Front panel of the unit was replaced due to a break at the edge. Subsequent calibration and functional verification testing were completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Event description:
See initial report.

Manufacturer narrative:
H10: through follow-up communication with livanova technician, it was learned that gas blender displayed an error message related to fault in ad transformer. However, during livanova technician troubleshooting it was not reproduced. Based on the information collected, it cannot be ruled out that a missed warm-up phase/an improper hospital gas supply have led to the reported issue.

Manufacturer narrative:
H10: complaints database analysis revealed that no similar event on this device occurred since its installation in 2013. Based on the investigation performed for similar cases, the reported malfunction can be caused by: improper hospital gas supply (a minimum pressure of 2 bar per connection should be observed. Indeed, input pressure too low can cause a discrepancy in the target and actual values, leading to the reported issue); a missed gas blender warm-up phase (user error); defective gas blender's component (e.g. A/d-converter, mass flow controller). Based on the techincal service intervention, it cannot be ruled out that a missed warm-up phase / an improper hospital gas supply have led to the reported issue.

Event description:
See initial report.